Event description:
The caller reported experiencing alarm 2 and alarm 26 alarms associated with occlusion events. There was no adverse impact on the customer's blood glucose level, as their readings did not exceed 500 mg/dl or indicate a high on the cgm. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.